Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00142 on 11-sep-2025. Additional information (12-sep-2025): siemens reviewed the instrument data and observed that quality control (qc) was out of range before the erroneous result was obtained. Additionally, carbon dioxide (co2) assay had been moved across multiple servers. In addition to the service activities mentioned in the initial report, the customer service engineer (cse) replaced the reagent arm and performed all checks and daily qc, which were accepted by the customer. Siemens further evaluated the event and concluded that the mechanical or fluidics-related malfunction, specifically involving the reagent arm, potentially contributed to the event. The component codes, investigation findings, and investigation conclusions codes in the h6 section were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneous carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. Quality control (qc) was in range prior to the erroneous results. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse ran all service methods and a system quick check, which recovered acceptably. Further, the cse reset the instrument and ran qc, which was acceptable. The cause of the event is unknown. The instrument is performing according to specifications. Siemens is evaluating the event.

Event description:
The customer reported that an erroneous carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 system. The initial result was reported to the physician(s), who did not question the result. The sample was repeated twice on the original instrument, and the results were considered erroneous. The sample was then repeated on an alternate dimension vista 1500 system. The repeat result was consistent with the patient's clinical history and was considered correct. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2 result.